Event description:
It was reported that patient experienced a past malfunction with pump but could not provide specific alarm number from pump history. There was no reported impact to the customer¿s blood glucose level. Patient resolved issue by draining pump battery and charging it again, and pump was working afterward; technical support explained that malfunction was resettable and advised patient to call again if problem recurred.